Event description:
The event is reported as: the corrugated tubing came loose from the adapters at both ends of the circuit. The alleged incident occurred during demonstration. No pt injury reported.

Manufacturer narrative:
Sample has not been returned to manufacturer at time of this report. Investigation is incomplete. A follow-up investigation report will be sent when completed.